Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2013 and stated the keypad buttons were difficult to press. The reporter stated the buttons required multiple hard presses to engage. The reporter noted the keypad was torn due to hard fingernail presses. There is no adverse event associated with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/19/2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During a visual examination of the pump, the keypad cover was observed to be torn at the ok button. During testing, all of the keypad buttons were intermittently unresponsive. The keypad cover was removed and contamination was found under all key contacts and the ok key contact was inverted. Unrelated to the complaint, a crack was observed along the pump battery compartment. .